Manufacturer narrative:
Correction: additional information received indicated that the reported issue was found to be a duplicate submission of 1723170- 2018-03532. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported event is associated with a clinical trial (B)(4) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that post-operatively, during an eye exam, there was evidence of a small left superior quadrantanopia on visual field testing. 24-2 humphrey visual field testing revealed small superior left quadrantanopia, md -0.27db right eye, -0.97db left eye. No diagnostic testing was performed and no action was taken. It was noted that the event was unresolved and no further actions were planned. Per the investigator, this event was related to the thermal therapy system but not the procedure.